Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Additional manufacturer narrative: this device is not sold or marketed in the united states; however, it is similar to the brand edwards intuity elite aortic valve, model # 8300ab, PMA# p150036. The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information have been unsuccessful. If additional information is received a supplemental MDR will be submitted. Based on the information received the cause of the event cannot be determined. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 21mm aortic valve implanted in the aortic position required transcatheter valve-in-valve intervention after an implant duration of four years, three months, due to high gradient of 65mmhg. A 20mm transcatheter valve was successfully implanted within the disabled 21mm valve by transfemoral approach. The outcome was noted as to be good.